Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that they received a button error alarm that they could not clear. Customer reported removing the battery, but a constant tone was present on the insulin pump. The customer's blood glucose was 117 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump had a button error alarm and no button response due to corroded keypad traces. No constant tone alarm anomaly was noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, and a broken reservoir tube lip.